Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a nephroureteroscopic lithotripsy procedure in the renal ureter. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a nephroureteroscopic lithotripsy procedure in the renal ureter. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the renal coil was detached from the shaft. Dimensional testing of the device noted that the spring catch was not on specification. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.